Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2019 maquet sas became aware of an issue with one of the surgical light- hanalux. As it was stated, screw mounting spring arm cover fell off the device into surgical field. There was no injury reported, however it was decided to report this issue based on the potential as any particles falling off into the sterile field or during operation might be a source of contamination. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 26th march, 2019 maquet sas became aware of an issue with one of the surgical light- hanaulux. The screw mounting spring arm cover fell off the device into surgical field. As it was stated by the technician, the surgery was continued with fallen screw unattached. After the procedure, the screw was reattached to the main device by medical service engineer. On 1st april, 2019 field service engineer visited the site to check condition of the part and applied loctite on the screw to prevent the fall of the material. During investigation we were able to establish that this case is a single and isolated one. With the complaint at hand, there was no injury reported, however it was decided to report this issue based on the potential as any particles falling off into the sterile field or during the procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. The device involved in the event is hanaulux 3000 with the defective part number ard567910901 and spring arm¿s serial number (B)(4). The device was manufactured on 9th (B)(6)2018. Upon performed investigation, the manufacturer was able to establish likely root causes for the failure occurrence: poor tightening of the screw during maintenance, lack of tightening during maintenance or vibration which could cause loosening of the part. In service manual, there is an information to check the fixing of the plastic covers on the spring arm (hlx3000 nt 0132203 enes ed.03, page 62) annually. We were able to establish that last servicing activities and tightening of the screws was performed by customer. However, we were not provided with any documentation that would allow us to verify if those activities were done correctly. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.

Event description:
Manufacturer reference number: 2019-63064.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).